Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb), and liquid crystal display (lcd) flex cable to resolve the issue. The ventilator then passed all testing.

Event description:
It was reported that a ventilator screen became blank. There was no patient involvement.